Manufacturer narrative:
A ge service representative performed an on site investigation. The handle and hardware were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the left side handle of the workstation had broken off at the mounting screws. There was no patient injury or death reported.